Event description:
It was reported that the tip of the guide wire was kinked when removed from the packaging prior to use. Reportedly the device was not used on a pt. And there was no pt injury. Analysis of the returned guide wire revealed that the tip has separated. This MDR is being filed based on co's investigation findings.